Event description:
It was reported that the nurse noticed the catheter was slightly bent closer to the hub. When she attempted to re-dress the catheter and flush, she found the catheter to be leaking from a small hole created by the weakened area resulting from the bend of the catheter. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the nurse noticed the catheter was slightly bent closer to the hub. When she attempted to re-dress the catheter and flush, she found the catheter to be leaking from a small hole created by the weakened area resulting from the bend of the catheter. No patient harm was reported. The patient's condition is reported as fine.